Event description:
The manufacturer received an allegation that the device was failing a test step. There was no harm or injury reported. The device was returned to a third-party service center, the customer's complaint was confirmed, and service required codes were observed in the downloaded event log. The device's oxygen blending module board and interface board were replaced to address the issue. In addition, the front case, rear case, porting block, base enclosure and handle were replaced due to cracked plastic. Also, the blower assembly, flow sensor assembly, the gasket and blower bellow were replaced due to contamination.

Manufacturer narrative:
H3 : device not returned to manufacturer.